Manufacturer narrative:
A revision procedure was subsequently performed and the device and associated lead were removed from service and replaced. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. However, two months ago, the measurement was 31 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and possible explanations and troubleshooting. The system remains implanted at this time. This product issue will be re-evaluated if additional details are received.